Manufacturer narrative:
During servicing of a monitor, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication that the monitor malfunction contributed to the patient passing as the patient as in a non-treatable rhythm at the time the electrode belt was disconnected. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
During servicing of a monitor, which was returned for investigation into a patient death, a reportable malfunction was found. The monitor failed incoming functional testing. A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received three inappropriate treatments in response to oversensing of cardiac signal, nsvt and CPR/motion artifact at 09:38:24, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with CPR/motion artifact. The patient's post-shock rhythm was asystole. At 09:41:11, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was nsvt. The patient's post-shock rhythm was asystole with CPR/motion artifact. At 09:42:17, the patient received the third inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with CPR/motion artifact. The patient's post-shock rhythm was asystole with CPR/motion artifact. At 09:46:47, the patient received a non-lifevest defibrillation. Rhythm at time of treatment was asystole. Post shock rhythm was asystole with CPR/electrode lea fall off. At 10:03:20, the patient received a second non-lifevest defibrillation. Rhythm at time of treatment was asystole with motion artifact and electrode lead fall off. Post shock rhythm is asystole with CPR/electrode lead fall off. The electrode belt was disconnected at 10:20:10. Patient was last seen in asystole at the time the electrode belt was disconnected.